Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced multiple low flow advisories throughout the night. The patient experienced some low speed and pump stoppage events as well. The hospital suspected a percutaneous lead short and exchanged the pump on (B)(6) 2013.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.